Event description:
The customer reported that the pump was taking longer to get fully charged. There was no adverse impact to the customer¿s blood glucose level. The customer declined additional troubleshooting, and the issue was documented before closing the case without further action.